Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. During insertion of the taxus liberte stent, the edge of the stent was found to be flared. The procedure was completed with another of the same device. There were no pt complications and the pt was reported to be "good."

Manufacturer narrative:
(B)(6). (B)(4).